Event description:
It was reported that the user experienced ilet pump occlusion and consecutive stalled motor alarms, along with a restart alert, and observed insulin leaking in the cartridge; blood glucose was affected with a reported high of 386 mg/dl, and the user used subcutaneous insulin by pen during troubleshooting before changing all supplies and resuming therapy after the recommended wait. Investigation included telephone troubleshooting, inspection of tubing, and supply replacement. Investigation of this case revealed an unclear root cause; leakage in the cartridge and alarms were reported, but after cleaning, dry run completion, and full supply change, function was restored without a confirmed device malfunction or component failure. Symptoms included headache. Outcomes included hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.